Manufacturer narrative:
(B)(4).

Event description:
High thresholds were observed on a lead during implantation while assessing different positions. A new lead was implanted successfully.

Manufacturer narrative:
Evaluation summary: upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.